Event description:
It was reported in a coroners report that the pt expired from a pulmonary artery rupture, swan-ganz catheter and stasis post coronary artery bypass surgery. It was further reported that one of the contributing factors appeared to be a user-tecnique issue with the catheter.